Event description:
The biomed reported a corneal burn had occurred during the procedure. They requested a check of the unit. The patient's outcome was not provided. Additional information has been requested. There has been no response to the questionnaires to date.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.